Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term "suicide attempt" is not available.

Event description:
Additional information received. It was later reported that the patient attempted suicide, started date, and relationship to vns is unknown. The outcome of the event is also unknown. No other relevant information has been received to date.

Event description:
It was later reported that the initial report of self-harm was noted to have occurred prior to vns implant therefore it will be considered as not related to vns. No other relevant information has been received to date.

Event description:
It was later reported that the patient was still in the hospital due to adverse event. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient experienced suicidality - self harm. Adverse event is not listed as a serious adverse event, reported to be moderate, not related to implant / procedure and with causal relationship to stimulation/device. Outcome is recovered/ resolved. The patient's treatment was not changed due to this adverse event. The only action taken was observation. No other relevant information has been received to date.

Event description:
Additional information received. The device history record was later provided for the suspected product. No other relevant information has been received to date.